Manufacturer narrative:
(B)(4).

Event description:
The patient experienced a shocking/jolting sensation while using her stove. She had pain at the implant site since last night. The shocking had not occurred since but she had not used the stove either. The patient believed her device had given her psoriasis. Additional information was requested.